Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer had forgotten to reconnect to the pump after a sporting event. Blood glucose (bg) was "really high". The customer delivered override corrections and delivered too much insulin. Bg went "really low". The contact and customer's healthcare provider acknowledged that the override corrections were due to use error. Juice and carbohydrates were consumed to address low bg.